Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) would not stay coiled once removed from device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) would not stay coiled once removed from device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: a2, g4, g7, h2, h3, h6, h10. Corrected section: h6 device code - changed to crack. Trackwise # (B)(4). The device was returned to the factory for evaluation on 19dec2019 and investigated on 23jan2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device and white plunger of the delivery device. The delivery device was returned inside the loading device with the seal visible in the loading device window. There was a crack observed in between the outer coils of the seal. The slide lock was not engaged. The plunger was not depressed on the delivery device. The delivery device was removed from the loading device. The seal and tension spring assembly remained inside the loading device. The seal and tension spring was removed from the loading device. The seal was observed to be crack/delamination at the outer coil of the seal. No other failures were observed. The following measurements were taken; the inner delivery tube diameter was measured at 0.196 in. The outer diameter was measured at 0.220 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure modes "crack" was confirmed as well as for the analyzed failure ¿fitting problem¿.

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 25148774, 25146799, and 25146025; the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) would not stay coiled once removed from device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). The device was returned for evaluation. A follow up report will be submitted when the investigation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) would not stay coiled once removed from device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.